Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she indicated that the power supply housing is cracked on the bottom, and that the crack is big enough to put a toothpick through. The customer did not witness smoke, fire, flame, and stated no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as t the cause of the event. However the customer stated the breach was big enough for a toothpick to fit through which is a safety risk. This type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer svc that the power supply for her breast pump was hot and the customer could smell a burning smell. During initial follow up with the customer she indicated that the power supply was broken.